Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed. It is likely that the defect was caused by the breakage of the image sensor unit including disconnection by the stress of repeated use, external factors, or handling, or that the components including the integrated circuit chip and capacitor, mounted on the electric circuit board that was defected. However, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU): the instruction manual operation manual "ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system" describes the methods for inspection on the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope had an abnormal image color tone due to damage to the imaging unit and video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.